Manufacturer narrative:
The event as reported as a valve explant at implant. This is typically a result of inappropriate sizing, distortion of the valve during implantation and/or the patient¿s anatomy, and not a malfunction of the device. In this case, the patient developed new mitral valve regurgitation after aortic valve implant. The aortic valve had to be removed to facilitate mitral valve replacement. The patient experienced a ventricular injury which was unrelated to the edwards valve and expired. It was also reported that there was nothing wrong with the aortic valve. Based on the available information, patient and procedural factors likely contributed to the reported event. The device was not returned to edwards for evaluation as at this time. Therefore no product evaluation was able to be performed. The device history record (DHR) was reviewed and showed that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported via the implant patient registry that this 23mm pericardial aortic valve was explanted at implant in a patient with endocarditis. After valve implantation, the echo showed new severe mitral regurgitation. The valve was explanted to facilitate a mitral valve exposure and procedure. During mitral surgery the patient developed a large tear in the ventricle which was not repairable and the patient died on the table before reimplantation of the aortic valve. As per medical opinion, there was nothing wrong with the valve.